Manufacturer narrative:
Citation: sawan eb et al. The ordeal of left atrioventricular valve replacement in children under 1 year of age. Interact cardiovasc thorac surg. 2017 may 2. (Doi 10.1093/icvts/ivx114) earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature regarding left atrioventricular valve replacement in children under 1 year of age. All data were collected from a single center between 1997 and 2016. The study population included 13 patients (mean age 158 days), 4 of which were implanted with an inverted medtronic contegra conduit (serial numbers not provided). Among all patients eight deaths occurred. Two of patients had received a contegra conduit: one expired one month following implant due to septic shock and multiple organ failure, and the other expired five months following implant due to endocarditis. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: complete heart block (chb), permanent pacemaker implant, and residual stenosis with increased gradient. Valve replacement occurred due to valve thrombosis, pannus formation, and left ventricular outflow tract (lvot) obstruction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.